Manufacturer narrative:
The investigation could not identify a product problem. Assays from different vendors can generate different values. This relates to the overall setups of the assays, the antibodies used, differences in reference materials/methods, and differences in the standardization methodology used.

Event description:
The initial reporter stated they received discrepant results for two patient samples tested with the elecsys tsh assay ver. 2 on two cobas 8000 e 801 modules and a cobas e 411 immunoassay analyzer. The results measured at the customer site were reported outside of the laboratory to a physician. The date of the event is not known, it was requested, but not provided. Refer to the attachment for all patient data. The sample was initially tested on the customer's e 801 analyzer on an unknown date. The sample was provided for investigation, where it was tested on a second e 801 analyzer on 01-mar-2022 and on an e411 analyzer on 02-mar-2022. The sample was also repeated on a siemens centaur analyzer. The serial number of the customer's e 801 analyzer is (B)(4). The tsh reagent lot number and expiration date used on this analyzer were requested, but not provided. The serial number of the e 801 analyzer used for investigation is (B)(4). Tsh reagent lot number 551796, with an expiration date of 30-sep-2022 was used on this analyzer. The serial number of the e411 analyzer used for investigation is (B)(4). Tsh reagent lot number 574298, with an expiration date of 30-sep-2022 was used on this analyzer.